Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-09993- device 2 of 2. Patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in qatar. It was reported that the patient faced an issue with 2 infusion sets of tape not sticking on (B)(6) 2024. The infusion set was in use for few hours. The site of infusion set insertion was lower back or abdomen. No further information available.